Manufacturer narrative:
D4 - UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found a crack had been generated on the purge line tube. To locate the crack the one-way valve of the actual device was aligned with that of a factory retained oxygenator module sample. The crack was found to be located at approximately 10cm from the distal end of the purge port on the upper side of the oxygenator and approximately 16cm from the one-way valve. With the purge line tube declamped, saline solution was injected into the actual sample with a syringe. No leak was observed at the crack. Saline solution was then injected into the actual sample with the purge line tube clamped. A leak was noted at the crack. The crack was inspected under magnification. A trace which implied the tube had been pinched compressively was found. The crack was inspected under x-ray CT scanner. Around the crack, a trace which implied the tube had been abraded was found on the surface of the tube. On the crack the tube had been partially ripped and torn. Simulation testing was conducted on a retention sample. A factory retained purge line tube was pinched with forceps and pulled with the forceps. As the result, a crack presenting the configuration very similar to that of the crack on the actual sample was duplicated. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the purge line tube of the actual device was subjected to some pinching and ripping forces resulting in the reported event. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak on the purge line of the capiox device during a procedure. The following information was provided by the user facility: during priming, at a low pressure, the customer did not see any leak; during the actual extracorporeal circulation the customer noticed a leak at the purge line tube; the procedure was completed with the actual device; the leak was blocked with forceps; and the patient was not harmed.